Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was acute renal failure. The caller stated that the customer had hypertension, diabetes seizures, and possible wound infection from the pump that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected in (B)(6) 2018 prior to passing, as the customer got an infection from using the pump infusion set. It is unknown if the customer was using sensors. The next of kin declined to provide further information. The caller agreed to return the insulin pump for analysis.